Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. Allegedly, moisture was evident behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: the primary complaint, of a blank-display issue, could not be investigated due to a no-power issue, thus no conclusions could be determined in this regard. Visual inspection revealed that there was moisture behind the display lens. The pump failed a leak test due to a display lens leak. The pump failed to power on and the pump history and black box data could not be downloaded due to moisture damage. The pump case was removed, and evidence of moisture and corrosion was observed on all of the internal surfaces.